Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The manufacturing records were reviewed and no complaint related issues were found. The subject device was received with the wire stuck in it. Our investigation has shown that a part of a k-wire was blocked inside the wire tensioner. Unfortunately, we were not able to get the wire out of the instrument as it was completely wedged in the tensioner. Therefore, we can only assume that strong lateral forces and wide moves were the reason of this blockade. This complaint is deemed indeterminate.

Event description:
It was reported that the surgeon tightened a smooth wire with the tensioner. When he released the tensioner fully, it retained a grip on the wire and would not release it. The surgeon tried to remove the tensioned wire with no success. He then took a mallet and tapped on the tensioner until the wire broke free from the frame. The surgery staff proceeded to attempt to free the wire from the tensioner by unscrewing the "claw" portion of the tensioner and attached vice grips to the wire but still had no success removing it. The use of the primary tensioner was abandoned and a backup was used in its place.